Event description:
Reported by genzyme associate medical dir, the pt underwent implantation of autologous cultured chondrocytes in 2007. A relative of the pt reported to genzyme, the pt had swelling in area after carticel implantation along with the use of the orthoadapt product. The relative reported cultures taken were negative. The company is attempting to obtain add'l info about the reported event; this event is not confirmed and is being reported from a conservative standpoint. If relevant add'l info is received, a supplemental report will be submitted.